Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for analysis. Visual inspection noted that there was no damage to the adapter and the unload switch was at the home position. Functional evaluation noted that the unload switch was depressed multiple times and showed no hang-ups or sluggishness and the strain gauge of the adapter was responsive. The adapter was connected to the returned handle and calibrated correctly. A representative reload was also attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be fired without any issues. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. No reported conditions could be confirmed. The most likely cause could not be identified because no related problem was detected with the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during the transection of the stomach, on the very first firing, the firing stopped and excessive force signal was noted on the handle screen. After waiting for 20 seconds, the firing still could not be completed. Another powered stapling system was opened, but the same issue occurred. A manual stapler was instead used to complete the case. It was stated that the stomach tissue did not feel thick and there was no excessive difficulty when firing the manual stapler. There was no patient injury.